Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed an internal pulse test and had a discharge profile fault. The cause of the test failure discharge profile fault was isolated to an open r46 resistor on the monitor c/a board. The root cause of the damaged r46 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing and had a discharge profile fault. The last patient to use this monitor did not report any deficiencies.